Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient was diagnosed with peritonitis. This report was received from a consumer via the baxter patient support program. (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by deliration and the patient was unable to stand up. On an unreported date in the same month as onset, the patient was hospitalized for peritonitis and the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). On an unreported date, the patient was treated for the event with multiple unspecified anti-inflammatory drugs (infusion) along with vancomycin (doses, frequencies and routes not reported). On an unreported date, one month after hospitalization, the patient experienced difficulty draining pd effluent from the abdomen, so pd therapy was withdrawn and the patient was transferred to hemodialysis. On an unreported date about three months after hospitalization, the patient's pd catheter was withdrawn. On an unreported date, the patient received nutritional treatment for ten days (type, indication, dose, frequency and route unspecified). On an unreported date about three months after being hospitalized, the peritonitis was resolved, the patient was recovered from the event and the patient was discharged. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.